Event description:
It was reported that the initial stent procedure was done in 2005. The pt came back seven days later. Showing acute thrombosis; therefore, ptca and stenting was performed to treat the thrombosis.